Event description:
The pt was implanted with an ams miniarc sling on (B)(6) 2009. It was indicated that as a result of this implant, the pt experiences recurrent pelvic pain, erosions, and recurrent infection of the tissue around the sling. On (B)(6) 2009, the pt underwent surgery to "fix the mesh, as well as revisionary surgery, and vaginal reconstruction to correct the injuries caused by the mesh." It was also reported that the pt "has suffered and continues to suffer from chronic physical pain and severe emotional injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.